Manufacturer narrative:
The device has not yet been rec'd for eval. Should new relevant information be rec'd a supplemental form will be completed.

Event description:
It was reported that the customer was unable to load multiple cartridges onto the pump. Reportedly, the cartridges did not fit. The customer had elevated blood glucose levels.